Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# j11183r11, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter dislodged/migrated at the distal end. Surgical intervention was performed to replace the catheter. Diagnostic testing included a (B)(6) study. The product issue was resolved. The patient had symptoms of less than 50% therapy relief. The location of the issue or symptom was the catheter track. The patient status at the time of the report was alive no injury. Additionally, it was reported that there was no catheter left in the intrathecal space, and no other actions to the reporter¿s knowledge. The pump system was being used to infuse baclofen, morphine, bupivacaine and clonidine. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no pain relief when they increased pain pump doses. During a dye study (ds) on (B)(6) 2014, it was reported it failed due to being unable to aspirate the catheter. It was clarified by the physician that on surgery on (B)(6) 2014, the old catheter was left in place due to difficulty removing. A new catheter was placed. The patient was not taking any other medications at the time of the event. The patient recovered without permanent impairment.